Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device the clinical observation cannot be confirmed. Based on the information received the cause of the event remains indeterminable; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm non-edwards valve was implanted inside a disabled 19mm aortic pericardial valve in the aortic position via transcatheter valve-in-valve procedure. The reason for valve-in-valve intervention is due to severe aortic stenosis with degeneration of bioprosthetic valve after an implant duration of eight (8) years, ten (10) months, seven (7) days. There were no complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.